Event description:
It was reported that during a treatment procedure, the amplatz super stiff guidewire core felt different to the touch. No pt injuries or complications were reported. Further info has been requested.